Event description:
Procedure: knee revision performed on (B)(6) 2014. Reason for revision: femoral component was broken. During revision surgery, femoral component was revised and meniscal bearings and patella were also replaced. The original lcs components were put in 20 years ago. Ten years ago, this lcs was revised. No records are available from the original and 1st revision surgeries. X-rays, patient notes, implant stickers from original case and revision surgery are also unavailable. Photo of the explants are available but these will not be returned for investigation as per hospital protocol. (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.